Event description:
A catheter tip granuloma was diagnosed in 2007. The pt had experienced a two month history of increased back pain and bladder incontinence. The pump contained morphine (concentration and dosage not reported). The morphine was weaned and eventually stopped (date not reported). The pump was filled with preservative free normal saline. The pt was taking oral medications to manage pain. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
Catheter.